Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qjmtma, and no non-conformances related to the reported complaint condition were identified. Summary: an opened box with an unopened sample of product code j494, lot # qjmtma were received for evaluation. During the visual inspection the unopened sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. Additional information was requested, and the following was obtained: please confirm quantity involved: the majority of the box (about half of the box) procedure name : reconstruction surgery procedure date: dates varied, not all on the same day. Device return: vicryl. The single complaint was reported with multiple patients/procedures/events. There are no additional details regarding the additional patients/procedures/events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00258, 2210968-2021-00257, 2210968-2021-01074, 2210968-2021-01075, 2210968-2021-01076 and 2210968-2021-01077.

Event description:
It was reported that a patient underwent an unknown reconstruction surgery in 2020 and suture was used. During the procedure, the needle broke off the thread. The thread breaks off from needle after the first pass through the skin or second pass. There were no adverse patient consequences reported.